Manufacturer narrative:
Corrected information is provided in d.4 and d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened polymer I/a coaxial, in a blister was received for the report of twisted tip. The sample was visually inspected and found to be non-confoming with the I/a tip that is on the coaxial handpiece observed to be bent. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The complaint evaluation confirms a bent tip. The root cause for the bent tip cannot be determined from the evaluation performed; however, a manufacturing related issue cannot be ruled out. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that ophthalmic irrigation and aspiration handpiece tip was found twisted in packaging. Patient and procedure details were not reported. No patient impact was reported.